Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of adhesive peeling between the light guide lens and the distal end was traced to a component failure. However, the most probable cause of dirt on the objective lens and a dirty control unit was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited adhesive peeling between the light guide lens and the distal end, dirt on the objective lens, and a dirty control unit. There was no patient involvement.